Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The daughter reported via phone call that the customer was experiencing fluctuating high and low blood glucose. The daughter stated the customer has been ill. It was found the customer's blood glucose ranged from 30 mg/dl to 200 mg/dl. Customer declined to return the insulin pump at the time of the call.